Event description:
The customer reported that they did not receive an alarm for an asystole event.

Manufacturer narrative:
The customer reported that the monitor did not alarm during an asystole event on a paced patient. The doctor expected an alarm as there was no heart activity for approximately 6 seconds. There was no adverse patient impact, as the patient was surrounded by medical staff during this time and this was a planned asystole event to allow adjustment of a pacemaker. We will consider that this is an allegation of a product malfunction that if it were to occur again, would likely cause or contribute to death or serious injury. The available information does not support that there was a malfunction, design or labeling problem. It is being considered that the device counted p waves as beats due to relative height of the p waves and r waves. The field service engineer (fse) tested the device post incident, and it was found to be operating to specifications. The fse also reviewed the issue with the customer and confirmed that the customer understands the circumstances under which the "p" wave can be counted as a regular beat. Device labeling (instructions for use) adequately describes that the "p-wave should be much smaller than the t-wave" and the "t-wave should be less than the r-wave height". Additional labeling for the central station (which performs the ECG arrhythmia analysis) further describes the required relative limits on p vs. R-wave magnitude for adequate arrhythmia analysis. No further action or investigation is warranted. (B)(4).